Event description:
A consumer implanted for non-malignant pain reported they had the implantable neurostimulator (ins) revised on (B)(6) 2016 where the healthcare provider (hcp) moved the ins deeper. It was further noted the ins was turned off after the revision because the ins site hurt and was sensitive, but the implant was able to be charged once and stimulation was turned back on for a while, but then stimulation was lost again because it needed to be charged and it was depleted. Since the revision it was more difficult to obtain coupling, coupling would fluctuate with body movement, and the last successful recharging session was two weeks ago. The consumer tried charging overnight and woke up the next morning, and noticed the ins didn't charge. During the phone call the consumer was able to connect and start a recharge session with six out of eight coupling bars. It was recommended to try adhesive discs to see if this helped with the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.